Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown baclofen (1,500 mcg/ml, 620.5 mcg/day) and unknown morphine (5 mg/ml, 2.0683 mg/day) via implanted infusion pump. It was reported that the patient had a regular refill, where the pump was first interrogated with an nvision. The nvision reported a motor stall greater than 48 hours, but according to the staff, the pump did not have an audible alarm. Logs were not obtained with the nvision. After the interrogation and refill programming, the pump started giving an audible, critical alarm. The patient did not have any signs of withdrawal. At time of report there was no known MRI/emi exposure. The pump was interrogated again (approximately 50 minutes later) with a ct900. There, the message about a motor stall and motor stall recovery popped up. After that, there were no more active alarms on the pump. The logs revealed that the nvision's time was about 3 days behind, so it was corrected by the ct900. According, to the ct900 logs, there was a short motor stall (21minutes) 7 days before the refill, on (B)(6) 2024. The long motor stall started 6 days before the refill, on (B)(6) 2024. And was resolved 24 minutes after the interrogation with the nvision. After the interrogation with the ct900, the problem seemed to be resolved. However, it was unclear, if the motor stall did really occur or if this was an emi related problem. Pump remained in service. The hcp and patient would be advised that a motor stall greater than 48 hours might impact product reliability. The rep reported that it was advised to monitor the pump logs closely to see if more stalls occur. It was unknown if the issue was resolved at time of report. The patient's age, weight, gender, and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury. According to the logs provided, error code 529 and 527 had occurred.

Manufacturer narrative:
H6 update/correction: the device code a1107 was not previously applied and is now captured in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The event date was updated to reflect when the first motor stall was observed, 2024-05-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was confirmed that the pump refill itself was without any difference between the aspirated volume and estimate volume, so they assume that the logged motor stall was not a real motor stall, but an error caused by unknown electromagnetic interference.